Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. Customer stated that they lost loudness. Customer also reported blotches on screen, unexpected battery power loss, battery that lasted less than a week and unexplained random no delivery alarms. Customer also reported lost insulin pump settings. Customer stated no damage to the retainer ring. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.